Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A promus premier ous mr 38 x 3.00mm was deployed to treat the target lesion. After deployment, the physician observed a proximal edge dissection. Another promus premier stent was deployed overlapping to cover the dissection, completing the procedure successfully.